Event description:
It was reported that during a routine check the sales representative found that this implantable cardioverter defibrillator (ICD) system exhibited high out of range (oor) right ventricular (rv) lead pacing impedances measuring greater than 3000 ohms. Additionally, it was noted there was no capture when the device was programmed at the maximum outputs, sensing is low, and there was observations of noise. The sales representative noted that the plan is to do a revision procedure at some point. Technical services recommended to program device therapies due to noise and to prevent an inappropriate shock. The patient is not therapy dependent. At this time, the ICD and rv lead remains in service. No adverse patient effects were reported.

Event description:
It was reported that technical services (ts) reached out for a review of the data of this patient with this implantable defibrillator system. Upon review, it was determined that this right ventricular lead exhibited a gradual increase in high out-of-range shock lead impedance measurements. Troubleshooting options were discussed, but there is no evidence there were any actions taken for the product. The patient was brought to the clinic for defibrillation threshold (dft) testing. A dft test was performed and it was noted that the commanded shock revealed a code 1005 indicating an open circuit condition. Device system replacement was recommended. At this time, this implantable defibrillator system remains in service and there were no additional adverse patient effects reported.